Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA¿form¿483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced recurrent nighttime hypoglycemia while using the ilet and sought ways to disable nighttime alerts and insulin delivery; the user paused insulin but received resume reminders after the two-hour pause and elected to shut down the pump overnight despite education that this would inhibit ilet learning and is not recommended. Symptoms included hypoglycemia. Outcomes included user self-treatment with oral glucose and a decision to discontinue insulin delivery overnight. Investigation included complaint intake, troubleshooting, and user education, with assignment for additional training and reference to the resume insulin reminder behavior. Investigation of this case revealed that the device delivered insulin as designed, including time-limited pause and required resume reminders, and that the reported lows were managed by user actions that countered automated insulin delivery goals rather than a device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was use error and therapy management decisions inconsistent with device instructions.